Manufacturer narrative:
(B)(6).

Event description:
It was reported that a balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified mid-left anterior descending artery. A 10mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, at first inflation, it was noted that the balloon ruptured at 3atm. The balloon was simply removed from the patient's body and the procedure was completed with a different device. No complications were reported and the patient was good post procedure.